Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1.5 years after the dental implant was placed in ada site 30, the implant lost osseointegration in type ii bone. Clinician reported mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received was not manufactured by neodent.

Event description:
The clinician reported 1.5 years after the dental implant was placed in ada site 30, the implant lost osseointegration in type ii bone. Clinician reported mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).